Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) was inserted and removed from an eye because of a crack that was immediately noted by the surgeon. Another lens was implanted instead. Additional information was requested.